Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure micro-inserts/ perforation of the uterus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain,"), menorrhagia ("abnormal, heavy menstrual bleeding/ prolonged menses,"), abdominal pain lower ("severe lower abdominal pain"), migraine ("migraines"), vaginal discharge ("irregular vaginal discharge") and back pain ("severe back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, dysmenorrhoea, menorrhagia, abdominal pain lower, migraine, vaginal discharge and back pain was resolving. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, menorrhagia, migraine, uterine perforation and vaginal discharge to be related to essure. The reporter commented: plaintiff's symptoms are mostly resolved company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure micro-inserts/ perforation of the uterus"), device expulsion ("migration of essure device location of device-uterus") and embedded device ("essure devices well within the uterine myometrium") in a 25-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included ovarian cyst, lymphadenopathy, urinary tract infection, neck pain, kidney infection, allergic rhinitis, bronchitis, numbness and tingling sensation. Concomitant products included ibuprofen and topiramate. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced the first episode of vaginal discharge ("irregular vaginal discharge"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual pain,"), menorrhagia ("abnormal, heavy menstrual bleeding/ prolonged menses,"), migraine ("migraines"), back pain ("severe back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), pelvic pain ("pain") and abdominal pain ("abdominal pain"). On (B)(6) 2017, 4 years 5 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation and embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain"), the second episode of vaginal discharge ("vaginal discharge") and ovarian cyst ruptured ("ovarian cyst burst during surgery"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, menorrhagia and abdominal pain lower was resolving, the device expulsion and embedded device outcome was unknown, the dysmenorrhoea and migraine had not resolved and the back pain, vaginal haemorrhage, headache, pelvic pain, the last episode of vaginal discharge and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, device expulsion, dysmenorrhoea, embedded device, headache, menorrhagia, migraine, ovarian cyst ruptured, pelvic pain, uterine perforation, vaginal haemorrhage, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: plaintiff's symptoms are mostly resolved ovarian cyst burst during surgery; body rejected stitches. Diagnostic results: (B)(6) 2017 - transvaginal ultrasound - essure coils partially embedded in myometrium. Otherwise normal uterus. Normal bilateral ovaries with multiple follicles. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: migraines, headache, abdominal pain and pelvic pain. Most recent follow-up information incorporated above includes: on 1-mar-2018: reporters added and updated patient demographics. Concomitant drug and concomitant disease were added. Added event essure devices well within the uterine myometrium. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure micro-inserts/ perforation of the uterus") and device expulsion ("migration of essure device location of device-uterus") in a 25-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included ovarian cyst. Concomitant products included ibuprofen and topiramate. In 2012, the patient experienced the first episode of vaginal discharge ("irregular vaginal discharge"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual pain,"), menorrhagia ("abnormal, heavy menstrual bleeding/ prolonged menses,"), migraine ("migraines"), back pain ("severe back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), pelvic pain ("pain") and abdominal pain ("abdominal pain"). On (B)(6) 2017, 4 years 5 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain"), the second episode of vaginal discharge ("vaginal discharge") and ovarian cyst ruptured ("ovarian cyst burst during surgery"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (salpingectomy (bilateral removal of fallopian tubes);) and surgery. Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, menorrhagia and abdominal pain lower was resolving, the device expulsion outcome was unknown, the dysmenorrhoea and migraine had not resolved and the back pain, vaginal haemorrhage, headache, pelvic pain, the last episode of vaginal discharge and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, device expulsion, dysmenorrhoea, headache, menorrhagia, migraine, ovarian cyst ruptured, pelvic pain, uterine perforation, vaginal haemorrhage, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: plaintiff's symptoms are mostly resolved ovarian cyst burst during surgery; body rejected stitches most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet- all relevant medical history, concurrent condition were added. Events vaginal hemorrhage, headache, pelvic pain, vaginal discharge, abdominal pain, device monitoring procedure not performed,ovarian cyst ruptured were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.